Event description:
Dr was performing a sphinctorotomy and cutting wire broke inside the pt's ampulla. When sphincterotome was removed, it seemed to have a white burned area at one point only. "After breaking, the wire was like a fish hook pointing downward; difficult to retract." (Sample) (*)(*)